Event description:
Boston scientific (bsc) crm received info that this dextrus lead was exhibiting no pacing or sensing. Therefore, a revision procedure was performed and the lead was removed from the service. A new lead was implanted without further incident. Dates were provided by boston scientific.